Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch generated a proximal occlusion a door alarm during start-up. The b line infusion started a line. It displayed proximal occlusion alarm and prime switch from taxol flush to carboplatin alarm. They opened/closed the pump, and backprime, and continue to rectify the alarm. A plum 360 was in use during the event. There was no patient harm reported. This is report two of two events.

Manufacturer narrative:
The complaint of a proximal occlusion alarm on the 146870489 could be confirmed due to a lot review. No samples were returned for investigation. The reported complaint of a proximal occlusion alarm can be confirmed based on a lot history review. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. The device history review was reviewed, and a non-conformance was identified which is potentially related to the reported problem occlusion alarm.